Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.